Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that a portion of the sheath broke off and remained in the patient's permanent pacemaker pocket during an implant procedure until noticed by the physician. The foreign body that detached within the patient's pocket was easily removed by physician's hand. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. Photographs of the defective device were provided and examined. The complaint is confirmed. Root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was identified. Corrective actions are in process.